Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized due to the events. On an unknown date, the patient was treated with targocid injection (400mg, intraperitoneal, once daily, discontinued), taxim injection (1gm, intraperitoneal, once daily, discontinued) and heparin injection (5000 units, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events. On an unknown date, pd treatment with automated peritoneal dialysis was discontinued; however, pd treatment with continuous ambulatory peritoneal dialysis were ongoing. No additional information is available.